Manufacturer narrative:
The main component of the system and other applicable components are: product ID 97754, serial # (B)(4), product type recharger.

Event description:
A manufacturer representative reported that the patient was having difficulty recharging their implantable neurostimulator (ins) battery. The manufacturer representative stated that the patient didn¿t like sitting in order to charge. It was reported that there wasn¿t any swelling in the pocket, but the battery was slightly tipped due to the patient¿s body contour. Impedance tests were ran and all values were within normal range. The manufacturer representative stated that they met with the patient and one of their family members on (B)(6) 2016 and instructed them how to recharge. The efficiency was good and the patient had 6-8 coupling boxes shaded. They met again on (B)(6) 2016 as the family member reported that the patient was having trouble charging. Some techniques were discussed and they were able to charge to 25% within 30 minutes. The manufacturer representative stated that the patient¿s charging records showed that they had only been charging to 50% in the last few sessions. It was recommended that the patient tries to charge to 100% and then daily for a shorter time. It was noted that the patient was still using stimulation 24/7 and their amplitudes were 6-7v. On the date of this report, the consumer reported that they were still having trouble getting the ins battery charged and that they were charging to 50% but the battery would deplete several hours later. An appointment was scheduled for (B)(6) 2016 with the patient¿s healthcare provider (hcp) and a manufacturer representative. It was noted that the consumer was requesting that the patient¿s battery be replaced with a non-rechargeable one as the patient had a primary cell device prior to their current rechargeable device, which was implanted about a month prior to the date of this report. No patient symptoms were reported. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is spinal pain.

Event description:
Additional information received from the consumer via a manufacturer representative (rep) indicated that the rep provided additional instruction on charging to the patient's son, who was their primary caretaker. They were able to get full efficiency boxes and charged to half, which took about an hour. The rep thought it was just poor understanding of the charging system and the patient had a hard time sitting for more than 15 minutes. The charging difficulty was resolved and the patient's son was satisfied that they would be able to charge in the future.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.